Manufacturer narrative:
Device received with detached end cap and loos drive support cap noted. Unable to perform displacement test due to detached end cap. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that drive support cap was sticking out. Customer stated that there was crack at bottom of insulin pump. Customer stated that reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.